Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope had an image distortion that rendered the image too blurry to recognize. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation also found that the adhesive had become deteriorated and there were minor scratches on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the user facility.

Event description:
The user facility further reported that the reported event was noted prior to an unspecified procedure.

Manufacturer narrative:
This report is being supplemented correct and clarify information that was provided in the initial report and to provide additional information based on the legal manufacturer's final investigation. Correction to information provided in the initial report: during inspection and testing, the reported issue (blurry image) was not confirmed or duplicated. However, it was observed the image was noisy. It was observed the plug unit was damaged due to handling, the electrical connection became unstable, and noise was generated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a conclusive root cause could not be determined. Per the legal manufacturer, the other device defects included in the initial MDR have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.